Event description:
Customer stated the code displayed on the device does not match the code key. During trouble shooting, the full display shows. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.